Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured at second stage. Doctor was not able to remove the fractured fragment from the implant and the implant was removed. New implant was placed and new crown would be placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 11.5mm, bost411 was returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. Fracture/damage to implant collar confirmed by clinician to be caused during removal process. Device history record (DHR) review was completed for the subject lot number (1217723). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1217723) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
Doctor reported that the screw in tooth site 26 fractured at second stage. Imposible to remove the fractured fragment. The implant was removed and new implant was placed. In few months new crown will be placed. On (B)(6) 2022 doctor confirmed that the implant fractured when removing it.